Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The loss of negative pressure wound therapy due to an inoperative or 'stopped' pump will not directly cause or contribute to serious injury or death as the pico dressing can revert to managing the wound as a standard multilayer dressing. No risk to patient safety is anticipated. This event is considered not reportable pursuant to 21 cfr part 803.

Manufacturer narrative:
Complications during treatment have been reported for this failure mode, such as use of an alternative or competitor device to complete the procedure. As a result, this malfunction may necessitate an alternative treatment if the malfunction were to recur. This alternative treatment is considered medical or surgical intervention to preclude permanent damage to a body structure or body function. This event is considered reportable pursuant to 21 c.f.r. 803.

Event description:
It was reported that the pump did not work for 7 consecutive days as expected. The issue was solved with a backup pump and there was no delay.